Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report. This is the same pt/event as MFR # 9610726-2012-00044.

Event description:
It was reported that, "pt cannot flex knee. At revision on (B)(6) 2012, the long tibial bearing was found to be fractured. The bumper also fractured. The mrs distal femur and fractured components were replaced with gmrs small components were replaced with gmrs small component and a forged tibial bearing was inserted."